Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported event. The programmer passed testing, with no anomalies found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze while interrogating a device during a patient check. A different programmer was successfully used to complete the procedure. The programmer was returned for service. No patient complications have been reported as a result of this event.